Event description:
It was reported that a patient presented in-clinic for a recall related elective replacement for the patient's implantable cardioverter defibrillator (ICD). The ICD was explanted and electively replaced on (B)(6) 2022. The patient was stable throughout

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.